Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi mode due to magnetic resonance imaging (MRI). It was noted that the device was not properly programmed to MRI mode and shock therapies had disabled due to backup. The device was restored successfully. There were no patient consequences.